Event description:
Plaintiff alleges that, "as a direct and proximate result of being continuously exposed to the latex and substance combination plaintiff developed severe illnesses and injuries to the skin, including but not limited to skin discoloration, soreness, rashes, respiratory and/or other related diseases, disorders and reactions, and liver problems caused by extended exposure to the gloves.